Event description:
Customer reported getting erratic readings from their freestyle meter. Pt performed comparison tests with the freestyle meter and results were 250 mg/dl and 152 mg/dl. Pt also reported receiving an error 3 message.